Manufacturer narrative:
Revision surgery is scheduled for patient with a total knee implant. Reason for revision is unknown. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Revision surgery is scheduled for patient with a total knee implant. Reason for revision is unknown.